Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? There are reported 2 needles pulled off from the suture during surgery, when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Could you please clarify if 14 products are involved in each event? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2022-08572.

Event description:
It was reported that a patient underwent a herniorraphy procedure on a unknown date and suture was used. During the procedure, the product came out defective during the surgery, the scrubber passed to assemble the needle in the needle holder and try to remove the memory from the thread (prolene), this instantaneously decapitates the needle suture. Another suture of the same reference and lot and the same thing happens. Additionally, the surgeon performs the test outside the operating room with two other sutures and the same thing happens again. No adverse patient consequences were reported. Additional information was requested.